Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #1627487-2012-11855. It was reported the pt had not been receiving effective stimulation, and had not used the scs system. It was reported the pt needed an MRI, and the physician explanted the scs system. It was reported there were no procedural complications.